Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they had passed out and realized they had not turned off the pump. The customer states that paramedics were dispatched due to the low. The customer's blood glucose level was 34mg/dl. The customer was hospitalized for the lows. The customer was treated with glucose tablets and juice. The customer states they believe the pump was over delivering. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered properly. No bolus anomaly, basal anomaly or daily total anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.